Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: a striated broken on radius and a sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated broken on radius assessed as surgical damage consist in the use of some surgical tool. A sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Patient reported right side rupture and reactive lymph node hyperplasia for right side armpit . The device has been explanted.

Manufacturer narrative:
Correction: g.3. G.3 in emdr-00718 was inadvertently left blank, the correct date for g.3 is 02/apr/2021.

Event description:
Patient reported right side rupture and reactive lymph node hyperplasia for right side armpit . The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture.

Event description:
Patient reported right side rupture and reactive lymph node hyperplasia for right side armpit . The device has been explanted.